Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance through the life of the lead. The lead remains in use. No patient complications have been reported as a result of this event.